Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable total psa elecsys e2g results from the cobas e 801 module for a patient that was post-prostatectomy. The initial result was 1.48 ng/ml. As the patient¿s previous value was less than 0.006 ng/ml, the customer decided to re-test the sample. The repeat results were 0.00629 ng/ml and 0.00688 ng/ml on another analyzer. It was requested but not known if the questionable result was reported outside of the laboratory. The reagent lot number was 620922 with an expiration date of 31-jul-2023.